Event description:
Newborn pt requiring ncpap [nasal continuous positive airway pressure] and supplement oxygen (25-30%) was being transported to the newborn ICU-10th, during the transport the pt acutely desaturated to the mid to upper 60's, fio2 was increased 5-10% trying to maintain spo2 goal. Spo2 had not improved even once the pt was on 100% fio2. Rt noted that the vents (tv-100) fio2 was only analyzing at 21%. Oxygen connections to and from the vent were checked, the o2 tank was at appropriate psi. Since being in mid transport (i.e. Elevator) the ability to change the vent or o2 tank were not possible, once the pt was connected to drager vent his spo2 improved. The whole event took no more than 5 minutes. Manufacturer response for transport ventilator, tv100 (per site reporter).